Event description:
Patient underwent bilateral greater saphenous vein ablation. Radiofrequency ablation catheter 7 fr. On operative field and noted ready to use. Case started and prior to use device message screen noted to show "device plugged in is unsupported." Attempts made to reconnect and restart machine, but same message displayed. Device removed from operative field. New device utilized successfully. Provider aware. No reported harm.